Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing diaphragmatic stimulation presented in clinic. Upon review, the implantable cardioverter defibrillator was in back-up vvi (bvvi) mode. The device was reprogrammed. The patient was stable post-intervention and there were no other unusual effects during bvvi mode except for the occasional vibratory alert.